Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances. A month later, the lead would no longer sense p waves. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).